Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be performed. A product history review of the manufacturing-, sterilization- and heparin coating records will be performed. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment for de novo or restenotic lesions in the right distal superficial femoral artery (sfa) and proximal popliteal artery (p1-segment) as verified by imaging. Before gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) placement pre-dilation and rotational atherectomy was performed. A vsx-device was implanted successfully. Additional procedures such as pta were performed at proximal sfa, arteria tibialis and truncus tibiofibularis. The vsx-device was patent, and the patient tolerated the procedure. On (B)(6) 2022, a total vessel occlusion of the right arteria superficialis was determined. An endovascular reintervention on the study limb including antiplatelet / anticoagulant medication was performed. The vsx-device patency was restored at the end of the procedure and there were no procedural complications. The physician stated that the reason for the total vessel occlusion was a thrombus and that the revascularization was due to the comorbidities and the peripheral artery disease (pad) of the patient.

Manufacturer narrative:
Images were received from the hospital and an imaging evaluation performed. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: at 6:35pm the image appears to show occlusion of the right sfa. Images at 7:10pm show stent(s) implanted in the right sfa and popliteal artery. A rotational atherectomy system with a guide extension appears to be present. Images at 7:16pm show flow within the right sfa. At 8:35pm there appears to be an additional stent implanted at the proximal end of the previously implanted stents. There appears to be flow in native vessels and implanted stents. With the information provided to gore, the cause of the reported issue cannot be established.

Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted, and no clinical images enabling direct assessment of product performance were returned for evaluation. With the information provided to gore, the cause of the reported issue cannot be established. The physician stated that the reason for the total vessel occlusion was a thrombus and that the revascularization was due to the comorbidities and the peripheral artery disease (pad) of the patient.